Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) trial it was reported restenosis occurred. The patient was enrolled in the (B)(6) study in (B)(6) 2013 and treated on same day. A target lesion located in the left mid superficial femoral artery (sfa) had 80% stenosis, a reference vessel diameter of 6 mm, a length of 50 mm, and was classified as a tasc ii a lesion. The target lesion was treated with pre-dilatation, placement of an innova stent and post-dilatation with 5% residual stenosis. The patient was discharged a day later on antiplatelet therapy. In (B)(6) 2016, high grade restenosis of the previously placed study stent in the left sfa was identified. In (B)(6) 2016, the patient was hospitalized for a planned intervention. The restenosis of left proximal sfa was treated with percutaneous transluminal angioplasty (pta). That same day, the event was considered to be resolved without residual effects. One day later, the patient was discharged.